Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported e4 (occlusion) error is displayed several times a day and there seem to be issues with the infusion device piston rod. Upon f/u with the pt she stated that since (B)(6) 2010 she has experienced issues with the infusion device. She stated she went to bed on (B)(6) 2010 and her blood glucose measured 180 mg/dl. Her husband woke during the night and the pt was having "spastic cramps" and was unconscious. Her blood glucose measured 20 mg/dl. The husband injected the pt with glucagon and informed the doctor. The doctor administered another glucose injection. The pt continued to use the infusion device but often experienced elevated blood glucose of up to 398 mg/dl. She bolused through the infusion device and e4 was displayed. She changed the accessories and e4 continued to recur. Her normal blood glucose range is 120-170 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.